Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Additional patient information height: 180cm. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the sheath placement the user felt resistance and could not place the sheath into the artery. After removal of the sheath, the user saw that the sheath was folded up like an accordion. The guidewire was still in place, and a new angio-seal placement was problem-free and hemostasis was achieved. There was no hematoma, blood loss or any complications. There was no calcification or plaque around the puncture site, controlled by ultrasound. It was reported that there was no harm to the patient and the patient was treated as intended after device replacement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The arteriotomy locator and hemostatic sheath for a 6fr angio-seal vip device were received for product evaluation. The carrier tube assembly was not returned. The arteriotomy locator and hemostatic sheath were properly mated upon receipt. There was excessive dried blood-like substance on the returned components. There was a slight bend in the arteriotomy locator. A portion of the hemostatic sheath appeared folded in. From the distal tip of the hemostatic sheath. The hemostatic sheath/arteriotomy locator transition was then observed there was no visible gap between the hemostatic sheath and arteriotomy locator. Based on the returned device, the complaint could be confirmed for insertion difficulties due to the presence of the fold in the hemostatic sheath material. This folding likely came from the application of excessive off-axis forces while the user attempted to insert the hemostatic sheath/arteriotomy locator. This is also likely the cause of the observed bend in the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.